Event description:
It was reported that the stent was partially deployed when opening the package. No patient injury was reported. Additional this product was not used on the patient. No additional information was available.